Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a visual inspection of the pump showed visible moisture behind the display lens and ir window. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was found in the pump. The pump was unable to power on during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.